Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 15-feb-2022. H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. A functionality test was also carried out on the returned samples as per q-sop-183-dl and a loose hub in cover was observed. No DHR review can be carried out as lot number is unknown. As the sample was returned open the broken cannula cannot be confirmed to be manufacturing related. The root cause of the loose hub in cover was caused by an interference fit between the hub and cover.

Event description:
It was reported while using bd ultra-fine¿ 4mm pen needles the needle could not be removed from the pen and broke when forced. There was no report of patient impact. The following information was provided by the initial reporter: the patient reported that the outer cover was loose and the pen needle could not be detached from the pen. The patient states that while he was struggling to detach the pen needle, the needle npe was broken.

Event description:
It was reported while using bd ultra-fine¿ 4mm pen needles the needle could not be removed from the pen and broke when forced. There was no report of patient impact. The following information was provided by the initial reporter: the patient reported that the outer cover was loose and the pen needle could not be detached from the pen. The patient states that while he was struggling to detach the pen needle, the needle npe was broken.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.